Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed anterior leaflet and restricted posterior leaflet. One minute after deployment of the clip, a single leaflet device attachment (slda) was observed, as the clip had detached from the posterior leaflet. No additional clip was attempted. Mr remained at grade 4+. The physician is looking for alternative option to treat mr. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (prolapse anterior leaflet and restricted posterior leaflet). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.